Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that the patient sought medical attention while wearing a pod. The patient's blood glucose levels reached over 400 mg/dl, despite insulin bring delivered through the pod. Symptoms reported include hyperglycemia, pain and nausea. The patient was diagnosed with diabetic ketoacidosis and a stomach virus; the pod was removed at the hospital and patient was treated with fluids, antibiotics, pain medicine and anti-nausea medication. The patient was released after spending a little more than 24 hours at the hospital.